Event description:
The distributor reported that the pt had a broken plate 6 months after the surgery, and the distributor reported that the pt had to remove the plate and implant a gamma nail.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.